Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that fluid was collecting around the pump and the patient was experiencing discomfort. A decision was made to replace the pump.